Event description:
Additional information gathered identified the patient received a PICC line located in his right arm. Reportedly, the patient was treated with antibiotics intravenously.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced an infection located at the lead incision site. As a result, the patient underwent surgical intervention wherein the scs system was explanted.

Event description:
Additional information revealed infection has resolved.